Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages/damaged cable) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed and missing. Additionally, the cable connecting ECG a to the front te was also severed. The root cause for the missing trunk cable connector and severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving gong alarms and the electrode belt had a damaged cable.